Event description:
It is reported by the nurse that during surgery a part of the dorsal bone broke away. As reported by the surgeon, the implant bent as well. A replacement was available to complete the surgery successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe ii 16mm / 10° angle (implant) had a bending during surgery could be confirmed. Device inspection has shown the device has a plastic deformation. Regarding previous investigations, knowledge and experience we have on this product, we know that smart toe can bend when there is a mismanagement of the temperature and/or an overload. It can happen when implant is removed too early from freezer and when surgeon wants to insert it while implant has started to expand. As implant has started to recover its final shape, it is harder to insert it and it creates an overload which deforms and bends the device. Based on investigation, the root cause of the determined bending was attributed to a user related issue. The smart toe ii 16mm / 10° angle (implant) bending could be caused by: - implant stored in the fridge correctly (under 0°c, 2 hours) but removed from the fridge earlier than recommended - shape recovery too fast, early expansion of the implant - insertion force is too high - deformation of the implant: implant broken or bent while surgeon tried to close the opening implant by using forceps. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the nurse that during surgery a part of the dorsal bone broke away. As reported by the surgeon, the implant bent as well. A replacement was available to complete the surgery successfully.